Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for evaluation. It should be noted that the coronary dilatation catheters, nc trek rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc trek rx device is 18 atm; therefore, rbp was exceeded. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty advancing the device appears to be related to operational context; however, the reported balloon rupture appears to be related to user error/operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the percutaneous coronary interventional procedure was to treat a 99% stenosed, moderately tortuous and heavily calcified re-stenosed lesion in the distal right coronary artery. Reportedly, resistance was met with the lesion during advancement of a 2.75x12mm nc trek balloon dilatation catheter (bdc). The bdc was being used for pre-dilatation; however, ruptured during the second inflation at 20 atmospheres. The procedure was completed with deployment of an unspecified stent, without further pre-dilatation. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.